Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported by the physician that the pt showed high lead impedance on system diagnostics test. Pt also has an increase in seizures above pre-vns baseline. It was stated that the increase in seizures is likely due to dysfunction of vns. Last good diagnostics results were obtained in (B)(6) 2010. No pt manipulation or trauma was reported. No x-rays were planned at the moment. Device has been turned off at the moment. Revision surgery is likely.